Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) was functionally okay with insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID 3889-28, lot# va07230, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative via a health care professional regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a lack of efficacy and return of symptoms. Troubleshooting included configuration changes. The device was removed on (B)(6) 2016, which resolved the issue. It was noted patient status was alive and no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.